Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and patient regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by caller and patient that the reason for calling was to address a power on reset (por) message that appeared on the screen of the patient programmer today. Prior to call, caller stated that they tried calling the previous healthcare professional (hcp) that managed the patient's ins, but due to that hcp no longer accepting the patient's insurance, the patient needed a new list of hcps. No symptoms reported. No further complications were reported or anticipated.